Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from june 14, 2021 - june 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The expected infusion time was 46 hours; however, the device was found empty the morning after the folfusor was initiated. The device was filled with 4800mg fluorouracil hs (ebewe) in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.